Event description:
It was reported that as the 3.0x15 mm xience pro stent delivery system (sds) was unpacked and prepared without noticing any damage on the device packaging. The sds was about to be loaded onto the guide wire when it was observed that the tip of the sds was kinked. The device was not used on the patient. A new xience pro of the same size was used successfully to treat the target lesion. There was no clinically significant delay in the procedure reported. No additional information was provided. Return device analysis revealed the tip of the device was torn radially.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us. Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed; however, the tip was torn which is likely the damage reported by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.